Event description:
It was reported the patient had no stimulation sensation. Stimulation was confirmed to be on at 2.90v. Stimulation was increased to 10v and they felt very little stimulation. The patient had never had to go that high. The patient was able to meet with a manufacturing representative and they were able to reprogram the lead to give them stimulation. The healthcare professional (hcp) had ordered x-rays and they showed that the lead had moved. At the time of this report, the patient¿s trial was complete and they were going to receive their permanent implant on (B)(6) 2015. The patient stated their memory was not very good and they had a transcutaneous electrical nerve stimulation unit to use until they got their implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).